Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to an internal nonconformance identified. On (B)(6) 2017, a field service engineer (fse) was dispatched to the customer's facility to address the reported event. The fse found the waste tubing was kinked. He rerouted and mounted the g8 on a higher platform. The fse ran hba1c quality controls (qc). All results were within acceptable range. All errors cleared and the g8 instrument is operational. No further action is required by field service. A 13-month complaint / service history review for similar complaints was performed for the serial number (B)(4) from aware date of (B)(6) 2017, which included data from (B)(6) 2016 through (B)(6) 2017. There were no similar complaints identified during the searched period, which includes this event. The g8 operator's manual under section 2.5 connections as follows: waste tube insert the waste tube firmly into the waste port located on the bottom of the main unit. Securely tighten the waste tube with the tie wrap provided in the accessory box. Insert the other end of the tube into the waste bottle. Note: if the waste tube is bent, the waste liquid may not drain out smoothly. Adjust (cut) the tube length to keep the tube end above the waste liquid level. When changing the analyzer location, make sure that the tube is not loose, broken or bent and that the waste liquid drains unobstructed. The sample loader must also be temporarily disconnected when changing the analyzer location. Please contact the authorized representatives. If the waste tube is bent and waste liquid cannot drain, the sample dilution may not be accurately performed during the assay. Keep the waste tube end above the top of the waste liquid. The most probable cause for the leaking g8 was the kinked waste tubing.

Event description:
On (B)(6) 2017, a customer reported a leak on the g8 instrument. There was a low total area on the controls and whole blood primers. The customer checked the waste line but it was not kinked. The customer is unable to run patient samples on hba1c diabetes assay. On (B)(6) 2017, a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for hba1c. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.